Event description:
A report was received that the patient's paddle lead was explanted because there was calcification and scarring around the nerve root. The patient's symptoms were increased pain over time. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.